Event description:
It was reported that approximately seven months post a port placement, the plastic portion that attaches the catheter to the funnel area was allegedly separated from the funnel area. It was further reported that the port allegedly had suction problem and flow issues. Reportedly, the port was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerflow implantable port attached to a catheter was returned for evaluation. Also one electronic photo was provided for review. Functional, gross visual, tactile and microscopic visual evaluations were performed. The cath-lock was not seated completely against the port body. Therefore the investigation is confirmed for the reported detachment issue. However, the investigation is inconclusive for the reported difficult to flush and suction issue, as the exact circumstances at the time of the reported event cannot be verified, and the reported event could not be reproduced in the lab. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, d4 (expiration date: 02/2024), g3. H11: h6 (device, method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 02/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device pending return.

Event description:
It was reported that approximately seven months post port placement procedure, the plastic portion that attaches the catheter to the funnel area was allegedly separated from the funnel area. It was further reported that the port allegedly had suction problem and flow issues. Reportedly, the port was removed. There was no reported patient injury.